Event description:
It was reported that the pump had alarmed "error air in cassette." The issue occurred during setup. The infusion had been configured with a continuous rate of 5 ml/hour, a total reservoir volume of 240 ml, an amount given of 0 ml, and a length of infusion planned for 48 hours. The tubing had been primed manually in the pharmacy. Per reporter, upon encountering the error again, a new pump was used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9 - date returned to mfg: 5/28/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a damaged downstream occlusion sensor was noted. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.